Event description:
Instrument failure - the inserter would not come off the shell after impacted into the pt. The shell came out, the surgeon re-inserted the shell and placed a screw in cup as a precaution.